Manufacturer narrative:
Investigation summary: a photo was submitted for quality investigation. The customer complaint of component damage - leak was verified by investigation of the photo provided by the customer. Images provided by the customer show that the silicone tubing of the pumping segment has a split in it at the joint location of the silicone tubing and the upper pumping segment fitting. The lot number for the infusion set was reported as "unknown," however an image of another sample of the same infusion set with the lot number 20016979 was provided by the customer. A device history record review for model 2426-0007 lot number 20016979 was performed. (B)(4). There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the issue seen in this complaint cannot be fully determined due to no sample being submitted for investigation, however, based on the images of the damaged tubing, the probable cause for the damage was a misloading of the infusion set or an attempt to push medication through the y-site smartsite on the tubing above the pumping segment. The result of these actions would cause the silicone tubing to balloon an burst as seen in the photos provided by the customer. The clinical team has been contacted in order to review the proper procedures in the loading and use of the infusion set with the alaris pump. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd alaris¿ lvp 20d 2ss cv experienced cracks causing leakage. The following information was provided by the initial reporter: IV tubing cracked/split causing leak.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 12-aug-2022. Investigation summary: one sample and one photo was submitted for quality investigation. The customer complaint of component damage - leak was verified by investigation. Evaluation of the sample provided by the customer show that the silicone tubing of the pumping segment has a split in it at the joint location of the silicone tubing and the upper pumping segment fitting. The lot number for the infusion set was reported as "unknown," however an image of another sample of the same infusion set with the lot number 20016979 was provided by the customer. A device history record review for model 2426-0007 lot number 20016979 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 24jan2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the issue seen in this complaint cannot be fully determined due to no sample being submitted for investigation, however, based on the images of the damaged tubing, the probable cause for the damage was a misloading of the infusion set or an attempt to push medication through the y-site smartsite on the tubing above the pumping segment. The result of these actions would cause the silicone tubing to balloon an burst as seen in the photos provided by the customer.

Event description:
It was reported that the bd alaris¿ lvp 20d 2ss cv experienced cracks causing leakage. The following information was provided by the initial reporter: IV tubing cracked/split causing leak.